Event description:
This is being filed to report the clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2p2 without issue. A second clip was placed on the lateral side of the first clip, reducing mr to 2. The following morning, the patient underwent transthoracic echocardiogram (tte) where significant movement of the second clip was noted although the clip was still attached to both leaflets. Intervention was not performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported partial clip movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na